Event description:
It was later reported that the cause of the catheter disconnection was unknown. The location of the disconnection was at the metal connector site. Their suspicion was that the increase in pain, sweating, and nausea were related to the disconnection as the patient always presented the same way with those symptoms. There were no other symptoms related to the disconnection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 870953 serial# (B)(4) implanted: (B)(6) 2001 explanted: unk. (B)(4).

Event description:
It was reported that the patient presented with a sharp increase in pain along with sweating and nausea. The patient underwent surgery; the catheter was reconnected. The pump contained dilaudid. A follow-up report will be sent if additional information becomes available.